Event description:
The customer stated that while running axsym digoxin iii assay, error code# 1063 (invalid test result, correlation too low) and error code# 1118 (invalid test result, intercept too low) is being generated on two patients' samples. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.